Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead, multiple attempts were made to position the lead. Each attempt or position was reported to have resulted in "poor/unacceptable thresholds". It was also noted that a pneumothorax occurred during the procedure requiring the insertion of a chest drain to resolve. It was further reported that the patient has "complicated myocardial substrate¿ and is effectively not able to be paced through the rv" and will be considered for a possible future epicardial implant. A comparison of the use before date field and implant date found the device was implanted after the use before date. The attempted lead was removed and the implant procedure was abandoned. The patient was reported to be enrolled in the protect pace post market clinical study. No further patient complications have been reported as a result of this event.